Manufacturer narrative:
We would like to emphasize that our manufacturing process was within control and all our products met the jms qa outgoing inspection criteria prior to market release. We are unable to take further action as there is no abnormality identified in the DHR/ document, process and returned sample review. An awareness briefing was conducted to all related personnel for their awareness of this reported defect and to be more vigilant when conducting 100% inspection.

Event description:
Date of awareness of event: 14 april-2026. Patient experiencing discomfort during their hemodialysis session. The nurse noticed (in the bed under the sheets) a leak of blood at the level of the vascular access despite the needle being well in place. Significant blood loss estimated at 1l. The restitution, filling and transfusion of 2 red blood cells was immediately performed. It should be noted that a recent doppler showed a functional fistula. The origin of the bleeding could not be clearly identified. A leak is suspected between the blood circuit line and the tubing connected to the needle. Luer lock insufficiently tightened or defect in the luer lock. After transfusion, the patient does not suffer from any aftereffect. A serious injury has occurred in the european market involving the same device family group (similar configuration but different sterilization method) that is also distributed in the us market. Therefore, jmss, the manufacturer, is filing MDR for this incident. The actual affected product lot is not available and based on europe importer's sales data, the investigation is conducted with product lots: 250115212 & 240503211: product code: 862-1606, lot: 250115212, mfg date: 2025-01, expiry date: 2030-01. Product code: 862-1607, lot: 240503211, mfg date: 2024-05, expiry date: 2029-05. Dated 28 apr 2026, our european importer has submitted the initial manufacturer incident report (mir) to ansm france.